Event description:
Pt was a (B)(6) male with stroke symptoms including aphasia. During procedure, a merci retriever v 2.5 soft broke off in the clot. The broken piece was retrieved by using a merci retriever v 2.5 firm and two ev 3 microsnares. The broken retriever did have some clot on it when it was retrieved. At the end of the procedure, only some of the clot was removed from the pt. There was no change in pt symptoms after the procedure. Since the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for merci retriever 2.5 soft device that were shipped to the site, lot number 34815, were reviewed and no anomalies were found that are related to this complaint. The current device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.